Manufacturer narrative:
Philips has investigated this complaint. It was reported that the x pay pc cannot boot up normally. Upon further inspection, philips field service engineer (fse) inspected the system onsite and found x-ray pc displaying blue screen and repeating the process again and again. Later, fse confirmed the x-ray pc was defective. Fse replaced the x-ray pc and configured the system and software. After replacing the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not be used. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the x-ray pc was replaced and the system software was reloaded, the system was returned to use in good working order.